Event description:
It was reported that the patient implanted with this artificial urinary sphincter experienced recurring urinary incontinence due to balloon deflation issues. A cystoscopy revealed that the urethra was not coapting, and the physician suspected atrophy of organic origin. Additionally, the anatomy of the patient was confirmed to have contributed to the issue. A replacement surgery was performed, during which the original 4.0 cm cuff, initially considered appropriately sized, was replaced with a 4.5 cm cuff and positioned in a new location. There were no further patient complications.